Event description:
On (B)(6) 2014 a catheter (821750, lot519532) was implanted in the patient. This catheter was connected to a eds3 system (821731, lotcrddf9). On the (B)(6), a new catheter (821750, lot528914) was implanted and connected to a new eds3 system (821731, lotcrfcvn). At this moment, the patient got seriously ill and passed away (date to be verified). The hospital identified the source of the infection: klebsiella oxytoca. Please notice we also submitted a very similar complaint ((B)(4)), with the same infection klebsiella oxytoca. Additional information received: the hospital informed us today that the devices are not available for investigation. They also informed us that the second operation was performed because the patient had a fever due to the infection. The patient passed away on the (B)(6), but the hospital only informed our product specialist and franchise manager last friday the (B)(6). Because of the seriousness of this complaint, the hospital would like to get a batch record review as soon as possible. Any idea on the time-frame of this investigation?

Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing and sterilization records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed. Device is not available for evaluation.